Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the reservoir. Customer reported air in the reservoir. Customer's blood glucose at the time of the incident was 155 mg/dl. No significant events leading to the issue were observed. Product is being returned and replaced.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir. Found reservoir and transfer guard no occluded anomaly during analysis. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.